Event description:
It was reported that during a follow up, increased pace/sense threshold was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Lead was returned in four pieces. Outer insulation was internally and externally abraded at 10.5cm to 12.3cm from the lead tip and the sensing cables were visible at the same location. The etfe coating was intact. The outer and inner insulations of another piece also had internal and external abrasions. The blue cables were visible in this area, but the etfe coating was intact.